Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Customer service provided thorough instructions on resetting the pump, and the caller successfully restarted their sensor session without further issues.